Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed. This occurrence was noticed during patient ventilation but is bis is not further specified nor explained. A continuous alarm was observable both visually and through hearing. "Low o2". No device log files (service log, error log, event log) were provided to hamilton. The malfunction was reproducible. There is patient involvement reported. This event occurred during patient ventilation but got not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed. This occurrence was noticed during patient ventilation but is bis is not further specified nor explained. A continuous alarm was observable both visually and through hearing. "Low o2". No device log files (service log, error log, event log) were provided to hamilton. The malfunction was reproducible. There is patient involvement reported. This event occurred during patient ventilation but got not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. The unit alarmed with a low oxygen alarm during ventilation. Nevertheless, the event did not cause or contribute to a death or serious injury. A low oxygen alarm itself is not a malfunction but a safety mechanism of the device that activates when monitored values deviate from the set range. There is no information that reasonably suggests the device has malfunctioned, nor that the device or a similar device would be likely to cause or contribute to a death or serious injury if the event were to recur. Therefore, based on this information, the event is assessed as no longer reportable, and the case can be closed with this follow-up report.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed. This occurrence was noticed during patient ventilation but is bis is not further specified nor explained. A continuous alarm was observable both visually and through hearing. "Low o2". No device log files (service log, error log, event log) were provided to hamilton. The malfunction was reproducible. There is patient involvement reported. This event occurred during patient ventilation but got not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.